Manufacturer narrative:
PMA/510(k) #: k163018. Please note that side-by-side stenting is not off-label within the us and therefore this is a cancellation MDR report. Side by side stenting is only not licenced in japan.

Event description:
Nakagawara et al 2019-¿histopathological examination following side-by-side placement of metal stents for malignant hilar biliary obstruction¿. Sbs technique involves sequential placement of two metal stents in the extrahepatic biliary duct. Please note that side-by-side stenting is not off-label within the us and therefore this is a cancellation MDR report. Side by side stenting is only not licenced in japan.

Event description:
Nakagawara et al 2019-¿histopathological examination following side-by-side placement of metal stents for malignant hilar biliary obstruction¿. Sbs technique involves sequential placement of two metal stents in the extrahepatic biliary duct. Side-by-side stent placement is not licenced in japan therefore this is considered as off label use.

Manufacturer narrative:
PMA/510(k) #: k163018 device evaluation the zilbs-635-8-8 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation n/a-the device did not return. Document review as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs-635-8-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest the user did not follow the IFU(ifu0065-3) . The japanese packaging insert (c-es1207m03) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Side by side stenting is off-label use in japan. Root cause review a definitive root cause of off-label use was identified from the available information.side by side stenting is off-label use in japan. Summary the complaint is confirmed based on customer testimony. The adverse effects experienced by each individual patient are cascading, and cook device did not cause or contribute to the patient death due to gallbladder perforation. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. (B)(6).

Event description:
(B)(6) et al 2019-¿histopathological examination following side-by-side placement of metal stents for malignant hilar biliary obstruction¿. Sbs technique involves sequential placement of two metal stents in the extrahepatic biliary duct. Side-by-side stent placement is not licenced in (B)(6) therefore this is considered as off label use.